Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges pain and difficulty ambulating. **update: (B)(6) 2014 - the sales rep has reported the revision surgery. Patient was revised to address pain. The eliminator is now being reported to address the pain, as it was reported being removed.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 10/15/2014- pfs and medical records received. After review of the medical records for MDR reportability, the medical records indicated the patient had cobalt and chromium levels around 7ppb on (B)(6) 2013. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 11/9/2014.

Manufacturer narrative:
Update: 03/17/2014 - the sales rep has reported the revision surgery. Patient was revised to address pain. The eliminator is now being reported to address the pain, as it was reported being removed. Doi: (B)(6) 2009 - dor: none reported (left hip) now reported: dor: (B)(6) 2014. The devices associated with this report were not returned. A review of the device history records for the provided product and lot combinations did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.